Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), a long train of latent air was observed traveling down the cds catheter and into the sgc. The physician aspirated the sgc and felt safe to proceed with the procedure. Two clips were then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), a long train of latent air was observed traveling down the cds catheter and into the sgc. The physician aspirated the sgc and felt safe to proceed with the procedure. Two clips were then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the cds was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.